Manufacturer narrative:
B2: the date of the patient's death is unknown. D9: the date of the devices return for evaluation is unknown. The device was returned for evaluation. The device logs from the reported day of event are consistent with complaint. The device exhibited a battery failure alarm, followed by a battery failure. Also, after the ac power disconnected manually, a battery level low alarm and a battery failure was issued, due to the depletion/lack of connection of battery 1. Device analysis: the cause of the battery failure was due to a defective battery (rapid decline in cell voltage). The exact cause of the defective battery was unable to be determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient with cardiomyopathy was on an automated impella controller (aic) for mechanical circulatory support. The complainant reported that the automated impella controller (aic) was plugged into red outlet and alarm notification came on battery failure. The device was replaced with another aic. The procedural outcome noted that the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.